Manufacturer narrative:
(B)(4). The event described in this complaint was deemed to be a non-reportable event; thus, the initial MDR that was submitted on 04/04/2017, was sent in error.

Event description:
The customer alleges that there is a problem with the luer connector on the drainage tube. The luer connector is partially flattened/squashed so it won't fit into the aspirating syringe and causing the procedure to take longer than usual. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Potential lot number - 13f16l0141.

Event description:
The customer alleges that there is a problem with the luer connector on the drainage tube. The luer connector is partially flattened/squashed so it won't fit into the aspirating syringe and causing the procedure to take longer than usual. No patient injury or consequence.